Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, performed a pump reset which resolved the issue, and they successfully started their sensor session.